Event description:
Philips received a complaint on the v60 ventilator indicating that there was an o2 disconnect alarm when the device was plugged into an o2 supply. The device was in use at the time of the reported issue. There was no patient or user harm reported. The remote service engineer (rse) provided the customer with the following troubleshooting steps to be performed later, as the customer was not with the device during the call: check the o2 manifold at the back of the device; run o2 line directly from the wall to the device to see if the manifold is causing the issue. If the device is still not seeing o2, it is recommended to replace the flow sensor assembly (fsa) first. If the issue still occurs, the next advice is to replace the o2 solenoid valve. The customer called back the next day and reported that after completing the steps provided, they were unable to reproduce the issue. The event log was reviewed and an o2 not available alarm (error code 1208) was found, only after the 100% o2 button was pressed. The rse advised the customer to monitor the o2 inlet pressure and average o2 standard liters per minute (slpm) on the pneumatics screen, with o2 set to 100% and then start increasing the flow. The rse advised that the o2 inlet pressure should stay above 40 psi with the flow set as high as 140 slpm, the average o2 slpm should match what the flow is set to, and the average air slpm should stay at 0. If the o2 inlet pressure drops, it is advised to make sure that the o2 attachment at the wall is not flow restricted. If the issue persists then it is also advised to replace the o2 hose. The customer called back and provided that they had a no o2 available error when o2 set to 100%. The rse had the customer power the device on in a normal operational mode with a test lung attached. O2 was attached and 100% o2 was selected. There was no error message observed. The customer removed the o2 from the wall, and the device alarmed as expected. The customer reattached the o2 and the alarm went away as expected. The customer stated that they would finish testing and call back if needed.

Manufacturer narrative:
A good faith effort response was received from the customer indicating they believed that the alarm occurred because the device was run on o2 canister at 100% until it was empty. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.